Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to elevated cobalt and chromium levels. Corrosion was discovered around the head/neck junction.

Manufacturer narrative:
No device was returned. Photographs of x-rays show the hip construct with normal alignment upright and in rotation. The photograph of the explants shows that the liner was fractured into several pieces during explantation. The taper of the explanted neck and head show dark coloration, suggesting corrosion. DHR review shows no deviations or anomalies in the manufacturing process. These devices are used for treatment. It was confirmed that the device was used in an approved and compatible combination. The original hip implant surgery was performed without complication. It is not known what the patient activity level is, nor if they adhered to rehabilitation protocol. Patient is noted to have excellent bone quality. On (B)(6) 2015, a follow up left hip MRI was performed. MRI results revealed moderate sized lobulated fluid collection within the iliopsoas bursa with areas of herterogeneous signal evident. The medical professional alleges that this may reflect particle disease. There was no fluid collection at the joint, no muscle or tendon abnormalities, and no hip joint effusion. Chromium ion levels were determined to be approximately 2.1 ug/l, and cobalt ion levels were approximately 5.6 ug/l. Revision operative notes could not be obtained. Surgeon alleges corrosion of the devices explanted. Based on the information presented, it is likely device corrosion has led to the onset of particle disease, however a definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.